Event description:
Crm received information that during a device change out procedure the outer insulation of this right ventricular (rv) lead separated from the pin and the inner coils as it was being removed from the header of the device. The rv lead was still pacing the ventricle. A new rv leads was successfully implanted.

Manufacturer narrative:
This lead was explanted and not returned. As a result, crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.